Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar forceps instrument was analyzed found to have a broken grip at the grip base. A piece approximately 18.12 mm x 5.43 mm was found to be broken off. The broken piece was returned with the instrument. The instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of broken instrument grip tips is attributed to the damage during use resulting from off-label surgical applications, such as needle bending, needle driving, or suture snapping, as well as improper handling of the instrument. Additionally, grip-tip fractures may occur if the metal injection molding (mim) component is not adequately retained by the overmold (om) during use. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was found to be broken. The procedure was completed with no reported injury.